Event description:
Due to the essure coils, I was in so much back pain and pelvic pain, migraines and massive blood clots, I ended up having to have a hysterectomy to end the nightmare. Please take a look at this product and save other women from this horror. (B)(6).